Manufacturer narrative:
(B)(4).

Event description:
During follow up, patient presented to clinic because of eri alert. Premature battery depletion was suspected. The device was explanted and replaced and the patient is stable.

Manufacturer narrative:
The longevity evaluation revealed normal depletion to eri. The ICD was normal during testing, including battery voltage measurements. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The pacing, sensing, impedance, high voltage output and the patient notifier of the device were tested and no anomaly was detected.

Event description:
Related manufacturer reference number: 2017865-2017-35244

Event description:
The patient presented for follow-up, whereupon the device was found to have reached the elective replacement interval (eri). At a follow-up appointment six months prior, the estimated longevity read as 1.5 years. It was suspected that the programmer overestimated the longevity of the device at the previous interrogation. Premature eri was not suspected by the physician.